Manufacturer narrative:
The report event of ¿lead placed and there was blood coming back up lumen¿ was not confirmed. As received, a complete lead was returned. The helix was retracted with trace of blood. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead had unspecified insulation damage resulted in blood coming back up in the lumen. The lead was explanted and replaced. The patient was in stable condition.